Manufacturer narrative:
The pacemaker was implanted for 73 months. The production process for this device was checked. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. In the first analysis step, the pacemaker therapy capability was checked. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In the next step of the analysis, the pacemaker status was interrogated and the clinical observation could be confirmed. The implant had switched to eri battery state on (B)(6)2010. The pacemaker memory was then examined, in particular the battery history. The battery had definitely not discharged and the power consumption was normal as per the programmed settings. The eri battery status could then be successfully reset. Later interrogation showed an ok battery status, as would be expected. A detailed examination of the follow-up data showed that the safe program (vvi/70 bpm/4.8v @ 1.0ms) was programmed as a result of the emergency button being pushed during the follow-up appointment on january 07, 2019. In this state, the service time was estimated to be less than 1 month. After which, a switch to ddd mode was made. This led to additional atrial pacing. The implant then switched to eri. The analysis showed that the eri battery state was not triggered by the battery actually being depleted but was due to a re-programming during the january 07, 2019 follow-up. After the eri battery state was reset, the implant was fully functional. The therapy capability was not compromised at any point. There was no material or manufacturing defect present.

Event description:
Ous MDR - it was reported that approx. 73 months after the implantation battery depletion was noted. The device was explanted.